Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the infection could not be conclusively determined. (B)(4).

Event description:
The ICD was explanted due to pocket infection. The lead was capped. The patient is doing well.